Event description:
A pioneer plus catheter was selected for use in a pt for the endovascular treatment of an sfa lesion. It was reported that during the initial prepping, the user extended the needle to the 5th needle depth. Upon retraction, the needle did not retract. The user then attempted to slightly extend the needle and then retract it; however, the needle would not retract. Another device was used to successfully complete the case . No clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned, and its evaluation has been completed. The needle was extending out and was out of plane with the housing. The needle freely rotated. During evaluation, the needle advancement ring was advanced but the needle was not moving at all. When attempted to remove the luer, it came off easily and appeared detached from the hypo-tube. There was trace of glue evident on glue port. The adhesive bond between the luer and the hypo-tube was broken. The needle was pulled out and there was no trace of glue evident on the hypo-tube. The bond between the luer and hypo-tube was broken. Insufficient application of glue is the likely factor.